Event description:
Patient reported, the insulin delivery of the infusion device is too low. On (B)(6) 2011, at 6:30 a.m., the infusion device displayed e4 occlusion error and blood glucose was 171 mg/dl. At 1:00 p.m., the infusion device displayed another e4 occlusion error. Patient changed the infusion set and insulin cartridge, and blood glucose was 240 mg/dl. Patient corrected hyperglycemia via the infusion device. At 6:00 p.m., patient received another e4 occlusion error. Patient changed the insulin set and insulin cartridge again, and blood glucose was 165 mg/dl. On (B)(6) 2011, at 8:30 a.m., blood glucose was 121 mg/dl and patient ate and bolused via the infusion device. At 12:40 p.m., blood glucose was 171 mg/dl and patient ate and bolused via the infusion device. Patient received another e4 occlusion error at 6:00 p.m., and blood glucose was 340 mg/dl. Patient changed all accessories, ate, and delivered insulin via the infusion device. Patient felt very sick and thirsty at 10:00 p.m., and at 11:00 p.m., blood glucose was above 500 mg/dl. Patient changed all accessories again. On (B)(6) 2011, at 2:30 a.m., patient tested positive for ketones and blood glucose elevated above 500 mg/dl. At 7:30 a.m., the infusion device displayed an e4 occlusion error. Patient delivered insulin via a pen, and at 8:00 a.m., blood glucose was 234 mg/dl. Blood glucose was 231 mg/dl at 9:45 a.m. Patient changed the battery and adapter, too, and this was not successful. Patient did not have an infection or start a new medication. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 140-150 mg/dl. Infusion device was replaced and requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.